Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a blood glucose level of over 400 mg/dl. The customer stated that they received three no delivery alarms during the bolus process. The customer felt symptoms of vomiting. The customer was treated for their blood glucose with IV fluids and insulin. The customer states that the cannulas are sometimes bent when they receive the no delivery alarms. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer was advised to change their reservoir set as soon as possible. The customer did not return the product back for analysis. The customer stated that they will consult their healthcare provider about changing the max bolus on their device.